Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a low blood glucose event and a keypad anomaly. The customer¿s blood glucose was 47 mg/dl at the time of incident. Customer stated that she suspended her insulin pump due to low blood glucose and unable to resume the insulin delivery due to down button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing and the insulin pump was not exposed to a change in altitude. Customer had a low blood glucose of 47 mg/dl and treated. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected failed battery alarms, power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.